Event description:
Healthcare professional reported via nbir a left side reoperation reasons noted as the following event(s): suspected/actual rupture/deflation" device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.